Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent revision surgery due to non-union. Intra-op, tip of the driver stripped. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the driver. Functional evaluation with a sample mas screw appears to be able to be fully engaged into the mas head without issue. The lock driver appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.